Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer were having trouble with the insulin pump and stated that it was not delivering the insulin because it was blocked. The customer stated that the cannula was bent. The customer had high blood glucose because of the insulin flow block. It was reported that the customer past out. The customer reported that they do not feel okay for troubleshooting. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.